Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user installed a new dexcom g7 sensor and experienced a pairing issue in which the ilet pump did not display a sensor warmup despite the dexcom app indicating that warmup had started. Symptoms included no clinical effects. Outcomes included no impact to health and no need for medical intervention or hospitalization. Investigation included review of user report and guidance to allow additional time for pairing confirmation. Investigation of this case revealed a communication or pairing failure between the cgm and the pump, with the ilet not recognizing the ongoing cgm warmup although the cgm app had initiated it. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity timing during sensor start, consistent with pairing confirmation delay.